Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported inconsistencies in readings during the use of the intraoperative aberrometer during cataract surgery. There have been no unexpected outcomes or other patient harm related to the event.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was found to meet specification. Thus, the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).